Manufacturer narrative:
Product analysis: as found condition (condition of returned device): two echelon-10 micro catheters were returned for analysis within a shipping box and within individually sealed biohazard bag. Visual inspection/damage location details: due to the condition in which the echelon's were returned, it could not be determined which pli or product event each echelon corresponds to. (Echelon 1) the echelon-10 micro catheter was returned in two segments. The echelon-10 separated proximal segment total length was measured to be ~32.4cm. The echelon-10 distal segment length was measured to be ~123.1cm. Upon visual examination, no issues were found with the echelon-10 hub. The echelon-10 catheter body was found to be separated at 123.4cm from distal tip, kinked at ~95.3cm, and kinked at ~88.1cm from distal end. The distal marker band and distal tip appeared to be in good condition. The tubing material of the catheter separated ends exhibited stretching with jagged edges. The distal tip was noted to be pre-shaped. No other anomalies were observed. (Echelon 2) the echelon-10 micro catheter was returned in two segments. The echelon-10 separated proximal segment total length was measured to be ~31.7cm. The echelon-10 distal segment length was measured to be ~122.7cm. Upon visual examination, no issues were found with the echelon-10 hub. The echelon-10 catheter body was found to be separated at 122.8cm from distal tip. The distal marker band and distal tip appeared to be in good condition. The tubing material of the catheter separated ends exhibited stretching with jagged edges. The distal tip did not appear to be shaped. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed; however, the broken end of the catheter exhibited plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. Possible causes for event failure are fast catheter retrieval technique or user applies excessive force, thus exceeding tensile strength of tubing material. However, root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the contrast procedure, the microcatheters were broken. Vessel tortuosity was normal. The accessed vessel was the right femoral artery with a diameter of 7mm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There was no friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip is not entrapped/stuck. It is unknown if there was any vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that on (B)(6) 2023, the patient was admitted to the hospital due to sudden amaurosis in the right eye for 2 days. The examination revealed that the right central retinal artery was occluded. On (B)(6) 2023, percutaneous right internal carotid angiography and drug infusion were performed. An ev3 microcatheter was used for angiography during the surgery. During the angiography, two ev3 microcatheters were disconnected successively. Stopped using it and replaced the catheter again, which affected diagnosis and treatment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient is recovering with hemiplegia of limb. There were no symptoms related to the catheter separation. The catheters were broken near the proximal end. The cause of the separation was not determined.